Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty inserting a cartridge onto the pump. Reportedly, a previously used cartridge was able to fit onto the pump. Additionally, it was reported that a cartridge alarm 19 occurred. A new cartridge was successfully loaded onto the pump to address the event. There was no impact to the customer's blood glucose level.